Event description:
It was reported the handle of the subject device broke during an upper endoscopy with polypectomy procedure, causing the device to become stuck. A loop cutter was used to free the device from the polyp. There was no patient harm reported.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00119.. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4 (lot #, expiration date), h2, h4, h6, h11 the subject device was manufactured february 2024 based on the provided lot information; however an exact date is unknown (h4). Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause of the event is not established. The investigation findings do not lead to a clear conclusion about the cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.